Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by the technical support team. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to report back if any malfunction code recurs, which they acknowledged and understood.